Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.5. Hardware: iphone14.6. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that they went to pick up a pod from his doctor's office because he didn't have any more. When patient activated the pod, he didn't see any changes in his glucose level. He noticed that the app only showed "high" for blood glucose level and called his doctor, who recommended he go to the emergency room. The patient went to the emergency room, with hyperglycemia, on (B)(6) 2026. The patient's blood glucose levels reached 700 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia and tiredness. The patient was treated with insulin and intravenous fluids. The patient was released later the same day ((B)(6) 2026). The pod was removed at the hospital and the patient discovered that the plastic cannula cap was still on the pod and had not been removed prior to placement. A new pod was placed.